Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on or (B)(6) 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products associated mdrs 1225714-2014-05018, 05019, 05020, 05021, 2937457-2014-01154 and 01155.